Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported the avalon toco+ mp transducer does not measure accurately. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The inaccurate measurement occurred during the testing of the avalon toco+ mp transducer by the customer. A philips field & remote service engineer tested the transducer, but was unable to duplicate the reported issue; the transducer passed the functional test. The philips field & remote service engineer reached out to product support engineering (pse) with a request for additional information about the testing procedure of the transducer. Product support engineer (pse) reached out to research & development (r&d) for more information about the possible root cause of the deviation in measurement. R&d stated that the test set up includes several components: the manometer, the transducer, the iup adapter cable and the reading itself by the person who performs the test. Measuring inaccuracies are possible with each of these components. The result of the testing by the philips field & remote service engineer is a pass, which means the inaccuracy is possibly caused by an incorrect test set up by the customer. It is unclear if the issue was caused due to the testing set up or due to the transducer. Therefore, a replacement transducer was provided to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The device was not in clinical use at the time of the event. No adverse event or patient harm was reported.